Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak. The patient reported receiving m41 patient sensors too high warning messages during drain 3 of 5 of treatment and m31 air detected in cassette warning messages during drain 1 of 5 of treatment. The patient's treatment was cancelled. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was not available. In a subsequent call on the same day. The patient reported there was a fluid leak during the cycler alarms. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. Upon follow up, the pdrn stated the fluid leak was observed from the cassette door of their cycler during step 9 of their pd end treatment after the reported cycler alarms and after treatment was cancelled. Per pdrn the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated the patient was unable to complete peritoneal dialysis treatment using the cycler or via continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak. The patient reported receiving m41 patient sensors too high warning messages during drain 3 of 5 of treatment and m31 air detected in cassette warning messages during drain 1 of 5 of treatment. The patient's treatment was cancelled. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was not available. In a subsequent call on the same day. The patient reported there was a fluid leak during the cycler alarms. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. Upon follow up, the pdrn stated the fluid leak was observed from the cassette door of their cycler during step 9 of their pd end treatment after the reported cycler alarms and after treatment was cancelled. Per pdrn the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated the patient was unable to complete peritoneal dialysis treatment using the cycler or via continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer.